Event description:
The pt received the scs system on (B)(6) 2009. It has been reported the physician elected to replace pt's ipg with a different model ipg as the pt experienced pocket heating and discomfort at the ipg implant site. No further pt complications have been reported.

Manufacturer narrative:
Eval: conclusion - inspection of the returned ipg revealed minor instrumentation marks on the header and can be consistent with normal explant damage. The septums and header were clear and intact. A saline test was performed on the ipg to look for any anomalous output signals. The programmed channels were monitored while in stimulation on mode for approx 30 minutes. No anomalous outputs were observed. The ipg was tested to mfg specs. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.